Event description:
It was reported there was an issue with a variable angle (va) distal femur plate for a pair of prosthetic femur fracture that involved a hip and a knee. It was reported that the hardware broke from early fatigue. The patient was full weight bearing at the time and had been for three weeks. Patient is in a brace and not ambulating. The patient also has other health issues unrelated to the fracture. The patient will possibly be placed in a brace and try to heal. The surgeon provided the sales consultant with an x-ray which he will forward to the chu unit. The surgeon has not made plans to remove the hardware. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.